Manufacturer narrative:
The investigation into low pump flow and positioning issues has been completed. The device was returned for evaluation. The data logs were not received. Visual inspection found biomaterial on the sensor face, inside the pump housing & wrapped around the impeller. No other issues were found on the rest of the pump. Conclusion: the root cause of low flow was due to biomaterial ingestion. The positioning issue was also a result of the biomaterial on the device.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 60-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella cp started to go into suction and could not be broken. When reduced to p2 it was giving false aortic alarms. Proper position was confirmed by tte. Measuring 3.6 cm. Regardless of proper position, the physician still attempted repositioning. Nothing would stop the alarms. Decision was made to start epi and remove the device.